Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference: 3008452825-2017-00147. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. At the end of the procedure, a small wall motion abnormality was noted on fluoroscopy. An echocardiogram confirmed an effusion, for which a pericardiocentesis was performed. The patient was then transferred to another facility for repair of a right ventricular laceration which was due to the pericardiocentesis. The patient was extubated and stable the following day. There were no performance issues with any abbott devices.